Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) burr-hole cover (bhc) clip would not align properly with the burr-hole base during stage one of the dbs procedure. It was noted that the bhc retaining clip would not align and would not properly engage with the base resulting in potential lead migration per the physician's assessment. The physician replaced the burr-hole kit with another of the same model wherein no further issues were observed as a result completed the procedure. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) burr-hole cover (bhc) clip would not align properly with the burr-hole base during stage one of the dbs procedure. It was noted that the bhc retaining clip would not align and would not properly engage with the base resulting in potential lead migration per the physicians assessment. The physician replaced the burr-hole kit with another of the same model wherein no further issues were observed as a result completed the procedure. The patient did well post-operatively.

Manufacturer narrative:
The returned burr-hole cover (bhc) was analyzed, passed all tests performed, and exhibited normal device characteristics, however the associated cover was not returned for analysis. The reported event was not confirmed. The clip paired with the bhc base without difficulties and exhibited normal characteristics, therefore engineers concluded the probable cause of no problem detected.